Event description:
The patient reported that her device quit working. If she sat a certain way, she could feel a little stimulation in the wrong location. She was not feeling stimulation and therapy was not on. She could not connect with the implantable neurostimulator (ins) as she kept getting the poor communication screen. No elective replacement indicator (eri) or end of service (eos) messages were seen. The patient was redirected to her healthcare provider (hcp) and it was noted that she had an appointment on (B)(6) 2016. She was also looking for a new hcp due to hers being so far away. This had occurred 7-10 days prior to this report. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.